Event description:
It was reported that stent damage occurred. The more than 80% stenosed target lesion was located in a moderately calcified right coronary artery ostium. When a 3.00 x 12mm synergy stent was advanced, resistance was encountered and when the device was removed, stent strut deformation was noted. The procedure was completed with a different device. There were no patient complications and the patient was doing well.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Initial reporter address: (B)(6).